Event description:
It was reported that touch display was damaged. The failure occurred during treatment. The blood flow and speed could still be regulated using the rotary knob, so that the patient was not endangered. Nevertheless, to be on the safe side, the cardiohelp was exchanged for another one with which the therapy was ended. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that touch display was damaged. The failure occurred during treatment. The blood flow and speed could still be regulated using the rotary knob, so that the patient was not endangered. Nevertheless, to be on the safe side, the cardiohelp was exchanged for another one with which the therapy was ended. No harm to any person was reported. A getinge service technician (fst) was sent for investigation and repair on 2022-10-19. The assembly touch foil & display was replaced to restore function. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root could be determined, as no information was provided from the customer on how this damage occurred. According to the getinge life cycle engineering department the most probable root cause could be determined as an impact caused by an external force, which lead to this mechanical damage. Further as this damage was outside the touch panel it did not affect the functionality of the device. The device history record (DHR) of the cardiohelp was reviewed on 2022-10-25. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. According to instruction for use, chapter 2.3 the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport the use of the protection cover is required. Based on the results the reported failure "touch display was damaged" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.